Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose reading was 235 mg/dl at the time of the event. At the time of the report, the insulin pump alarmed motor error. Troubleshooting was performed. The displacement test passed. Nothing further was reported.